Event description:
It was reported there was a handle leak. Fluid was reported to be coming through the catheter lumen pigtail.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a follow up report will be submitted. (B)(4).